Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure placement difficulty was noted and capture of the right atrial (ra) lead could not be confirmed. The lead was attempted / not used and replaced. Placement difficulty was again noted on the new lead, however it was reported this was due to physician's inexperience. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.